Manufacturer narrative:
The insulin pump received with no button response due to corroded keypad traces. No button error alarm during testing. No moisture damage on electronics assembly. The insulin pump received with cracked belt clip slot, cracked reservoir tube lip, cracked case near display window corners, minor scratches on display window, and stained end cap sticker noted.

Event description:
It was reported, the insulin pump alarmed button error. Customer's blood glucose was 7mmol. Customer's mother stated, the customer might have spilled water on it. Customer's mother was advised to discontinue use of the device and revert to back up plan. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.